Manufacturer narrative:
The ge healthcare service representative readjusted and tightened mount screws to resolve the reported issue. No report of patient involvement. Unique identifier:(B)(4).

Event description:
The hospital reported the monitor mount assembly was loose which could cause the monitor to fall. There was no patient involvement reported.